Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. It was not reported if the patient was treated with any medication for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized on an unknown date. At the time of this report, the patient has recovered from the event and was discharged on an unknown date. On an unreported date, the patient's pd catheter was removed and the patient was switched to hemodialysis twice a week. Should additional relevant information become available, a supplemental report will be submitted.